Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections: g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusions have been updated. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2024-08866. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. The returned device was visually examined, and the following was observed: balloon radial and longitudinal burst. Dimensional testing was performed on the inflation balloon single wall thickness along the edges of the burst location. All measurements taken of the balloon single wall thickness met the specification due to the nature of the complaint (balloon burst), no applicable functional testing was able to be performed. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification in the landing zone or over-inflation of the balloon. The reported event was confirmed based on evaluation of the returned device. Available information suggests patient factors (calcification) likely contributed to the event as provided information indicated presence of calcification in the landing zone. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by an edwards lifesciences affiliate in austria, regarding an implant of a 26mm sapien 3 ultra valve in aortic position by transfemoral approach. During the valve deployment with nominal volume, the balloon burst. The valve was fully deployed. The devices were successfully removed without difficulties. After the removal of the devices, it was observed that the sheath was slightly ripped. The patient did not suffer any injury due to this event and was noted as to be stable.

Manufacturer narrative:
Investigation is underway. This is one of two manufacturer reports being submitted for this case. E1: phone number (B)(6).